Event description:
It was reported that the patient presented with syncope. Upon interrogation, the right atrial lead exhibited noise, consistently low impedance, and no capture. The right ventricular lead also had intermittent noise, low impedance, and unacceptable capture threshold. Both leads were capped and replaced on (B)(6) 2017. The patient was in good condition after the procedure.